Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 409 mg/dl on the quick sets. Customer had the same problem one week earlier. Customer was given correction from an insulin pen. Customer is not at school and cannot do tests. Customer changes the infusion set every 2-4 days. Customer stores insulin in the fridge and when she used the quick sets, the site was red and itchy. Sometimes hardened tissue occurred after the set was removed.